Event description:
New information received indicates that programming changes were made. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator delivered inappropriate shock therapy for atrial fibrillation. No intervention was performed. The patient condition was unknown.